Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap nissen. According to the reporter: the surgeon experienced 5 reloads in a row break. The breakage occurred right at the weld point (where the suture attaches to the needle). The needle would stay in the jaws of the device, but the suture completely detached when the surgeon put tension on it when tying his knots and did close the jaws of the endostitch when putting tension on the suture. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.